Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive maryland bipolar forceps to perform failure analysis. The reported event with the instrument could not be replicated nor confirmed. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests and moved intuitively with full range of motion in all directions. The probable root cause cannot be determined based on the information provided and failure analysis results. Additional findings not related to the customer reported complaint. The instrument was found to have thermal damage to the yaw pulley. The yaw pulley was found to have charring and localized melting of both bipolar yaw pulleys, in the space between the grips. The instrument passed the electrical continuity test. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that the maryland bipolar forceps instrument's tip was misaligned. No further information was provided. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it is unknown when the issue was identified and the event details. Regarding the last registered use of the instrument: no arcing was observed, the procedure was completed robotically, it is unknown if the instrument collided with an energy instrument during the procedure, but the patient did not experience any injury or adverse event during or after the surgical procedure. No video recording of the procedure is available for isi review. Patient demographics were not provided.